Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an ultra low anterior resection, on the device the articulation joint was disassembled. After firing, the staple line was oozing. Eventually, the surgeons had to suture and reinforce the distal line manually. Most of the staple line was open as the staples were not in the b-shape. The surgery was prolonged by two hours and thirty minutes.